Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. A component of the device broke off but did not fall into the cavity of the patient. Medical or surgical intervention was needed to prevent a permanent impairment of a function. There was no patient harm. The patient status is alive, no injury.